Event description:
It was reported by the customer that pyxis medstation es system had drawer failed to open and required maintenance. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer inspected the station and replaced the latches on tower doors inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.